Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not administer insulin correctly resulting in elevated blood glucose levels of above 600 mg/dl. The user felt unwell. The patient changed the entire infusion set and the insulin cartridge, but her blood glucose did not decrease. She contacted the physician for assistance on how to proceed. The patient was advised to remove the pump and administer insulin with a syringe. The patient reported that she even had low blood glucose levels after the injection and that she needed the help of a layperson who administered a "glucagon". Afterwards her blood sugar level stabilized. She put the pump back on and noticed that her blood glucose level began to rise again. The patient was not taken to a medical facility.